Event description:
A pacemaker was implanted in a patient with sinus node dysfunction. The pacemaker was interrogated, confirming the device implant. No error messages were displayed. The leads were connected, programmed in safer, and all tests were performed correctly. The pacemaker functioned ap-vs. After the pocket was closed, safer-r was programmed, and overdetection occurred in the atrial channel. Various tests were performed, adjusting the sensitivity, and it was determined to be noise. The session was closed, the borea was interrogated again, and an overdetection message appeared due to the vm sensor. The sensor was deactivated, leaving only the accelerometer, and the overdetection disappeared.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.